Event description:
Unomedical reference number (B)(4). Event occurred in australia, on (B)(6) 2024 the patient experienced one infusion kinked cannula. The time and date of hospitalization is (B)(6) at 11pm . The length of hospitalization is 3 days and the patient when admitted to hospital the blood glucose level was 36 mmol/l and the reason of hospitalization is patient facing high blood glucose level and dka seizure or diabetic coma and high blood glucose due to kinked cannula. Patient also got issue of ketones level and results of ketone level is 3.4 no further information available.

Manufacturer narrative:
E1: (B)(6).